Event description:
It was reported that during checkout, the cs300 intra-aortic balloon pump (iabp) pressure meter is stuck no accurate read. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional customer contact information: (B)(6). It was being reported that during a checkout the cs300 intra aortic balloon pump (iabp) had an issue regarding the "pressure is stuck/no acurrate read". Actually, the customer had discovered that the helium tank wasn't being de-pressurized. The customer had not released the helium tank from tank holder on iabp, thus it is not releasing the pressure to the system. After that the customer had tested the unit for numerous times so, that the pressurizing and releasing tank, gauge reacted accordingly. Then the customer had put the unit back in service and even no parts were needed for repair. Actually, the customer did not know how the machine is being operated. The service operation from the fse was being conducted via telephone. H3 other text : service operation was conducted via telephone.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).